Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc), noise and high out of range pacing impedance measurements greater than 2,000 ohms two weeks post device replacement procedure. A chest x-ray was performed and noted the lead was fractured. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and again noted loc and high out of range pacing impedance measurements. The lead was capped and replaced. No additional adverse patient effects were reported.